Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a generator replacement procedure, the atrial lead exhibited noise causing inappropriate auto mode switch episodes. The lead also exhibited high impedance. The lead was capped and replaced. No adverse consequences occurred to the patient.